Event description:
The hosp reported two case of pts contracting the herpes virus, which they associated with the qlympus bronchoscope. Both procedures were completed. It is unk whether the procedures were completed with the same device.